Event description:
Customer called regarding the meter allegedly not powering on. They did not report any symptoms. They did not take any medication. There was no evidence of an adverse event, based on the information provided. The customer service reprentative tried troubleshooting and the meter did not power on. The meter was replaced due to an unresolved issue.